Manufacturer narrative:
(B)(4)

Event description:
It was reported "after intubation, the pump was unable to display ECG signals and blood was found in the helium line. The machine was withdrawn and the balloon was withdrawn, and the tip of the central lumen was found to be separated from the balloon." The catheter was removed and was not replaced. No patient injury or consequence reported. Patient's current condition reported as "fine".

Event description:
It was reported "after intubation, the pump was unable to display ECG signals and blood was found in the helium line. The machine was withdrawn and the balloon was withdrawn, and the tip of the central lumen was found to be separated from the balloon." The catheter was removed and was not replaced. No patient injury or consequence reported.patient's current condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4) upon investigation of returned sample it was discovered that the event was captured under MDR#3010532612-2024-00132; therefore, the initial MDR for this complaint, submitted on 20-feb-2024, should be retracted.